Manufacturer narrative:
Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml intravia container leaked from an unspecified location. This was observed before use in treatment. There was no damage to the outer shipping container. The bag contained ropivacaine 0.2% in 500 ml normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.